Event description:
The reporter stated that the surgeon was inserting a single piece collamer lens cc4204bf and the lens tore. The incision was enlarged minimally to remove the lens and replaced it with another model lens. No suture required.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn from one haptic to the other haptic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.